Manufacturer narrative:
(B)(4). After further review, it was found this complaint was associated with another. The initial report submitted on 12 september 2023 should be updated with the following information. It was reported that after insertion of the iab and initiation of pumping, the "balloon failed [to] fully unwrap." As a result, the iab was removed and a 2nd iab was inserted at the same insertion site however, the second catheter "was not successful. Eventually, third attempt, switched to maquet iabp catheter and everything worked fine". The third catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "stable". See associated MDR #3010532612-2023-00513 other remarks: n/a. Corrected data: n/a

Event description:
It was reported that "balloon failed [to] fully unwrap". The report states "alarmed iab restriction failure. Did a sheath exchange. Used a bigger sheath to prevent bleeding around the site. Customer states no further information available". As a result, the iab was removed and a 2nd iab from a different brand was inserted. No patient harm or injury. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported that "balloon failed [to] fully unwrap". The report states "alarmed iab restriction failure. Did a sheath exchange. Used a bigger sheath to prevent bleeding around the site. Customer states no further information available". As a result, the iab was removed and a 2nd iab from a different brand was inserted. No patient harm or injury.

Manufacturer narrative:
(B)(4). The additional information received on 15sep2023 reported that the tip of the balloon was wrapped after removal, with no deformities. The reported complaint for iab "balloon failed fully unwrap" was confirmed based upon the sample received. The customer returned a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) with a portion of the original packaging carton label for investigation, which matched the serial number on the returned sample (inp-4, inp-5). The sample was returned in the supplied return kit and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the distal end of the teflon sheath noted covering some portion of the iabc bladder and was noted at approximately 23.4cm from the iabc distal end (inp-5). The one-way valve was tethered to the short driveline tubing (inp-6). The entire bladder was noted wrapped (or considered twisted), including the distal end of the bladder (inp-7). Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0075in-0.0077in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed and pushback to the syringe was noted; the central lumen was likely blocked by dried blood. Upon receipt, the teflon sheath was noted on a section of the bladder membrane, however there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The sheath was inspected and noted undamaged. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved towards bifurcate without any difficulty. Upon removal of the sheath, the proximal end of the bladder also noted wrapped (or considered twisted) (anp-1). No other damage or abnormalities were noted to the iabc bladder. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted (anp-2 thr ough anp-4). No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 8.3cm from the iabc distal tip due to a blocked central lumen. Some blood was noted on the guidewire. The central lumen was likely blocked by dried blood. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen and dried blood had exited the central lumen with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint was manufacturing related. Correction measures (retraining) have been established for this issue. Teleflex will continue to monitor and trend on complaints of this nature. It was reported that after insertion of the iab and initiation of pumping, the "balloon failed [to] fully unwrap." As a result, the iab was removed and a 2nd iab was inserted at the same insertion site however, the second catheter "was not successful. Eventually, third attempt, switched to maquet iabp catheter and everything worked fine". The third catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "stable". See associated MDR #3010532612-2023-00513.

Event description:
It was reported that "balloon failed [to] fully unwrap". The report states "alarmed iab restriction failure. Did a sheath exchange. Used a bigger sheath to prevent bleeding around the site. Customer states no further information available". As a result, the iab was removed and a 2nd iab from a different brand was inserted. No patient harm or injury. At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.